Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). Photos were provided for evaluation. This product is subjected to a 100% inspection by an in-line vision system that is calibrated and subjected to regular verifications to ensure it is functioning properly. Although the photos did show that the catheter tip was damaged, the defect observed in the photos would have been detected and rejected by the in-line vision system. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by user facility: after removal from the patient, the tip of the catheter appeared "splayed" with a small piece missing.